Manufacturer narrative:
(B)(4). .b5: describe event or problem - additional. D4: additional device information - correction. D9: device availability - additional. H2: correction/additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional information.

Event description:
It was reported that new sensor prompted occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The product was evaluated. An external visual inspection was performed and passed. The customer complaint is undetermined as analysis would not be able to confirm the complaint or determine a potential root cause. Confirmation of the allegation was not determined via product and data. A probable cause could not be determined as the allegation was not found.

Manufacturer narrative:
(B)(4). 3191: patient was unable to identify device issue therefore a more specific code could not be selected. 4316: the concluded cause is not adequately described by any other term.

Event description:
It was reported that new sensor prompted occurred. The sensor was inserted into the abdomen on (B)(6) 2024. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a new sensor prompted is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.